Event description:
Phlebotomy tech reported a patient injected with 20 units of xeomin in the glabella and 1.5cc of radiesse dermal filler in the cheek area had "jumped" in the chair during her injection. The physician asked her if she was okay and she stated she felt weird. She then lost consciousness for 10-15 seconds with no respirations or heart rate found. They performed CPR on her, used an epi pen and called an ambulance. She regained consciousness and the ambulance took her to the emergency room.

Manufacturer narrative:
During follow-up dr. (B)(6) reported the patient is now doing well. She believes the adverse reaction was related to the xeomin injection as the patient has received radiesse injections on two previous occasions. The device history record for the radiesse reported lot #100062296 was reviewed. All required testing specifications for this lot were met prior to release and there were no abnormalities noted during the manufacturing of this lot. During later follow-up the office manager, (B)(6) reported the patient was treated in the emergency room with an IV (unknown medication) and released after approximately 3-4 hours. She stated the patient is continuing to do well at this time. The xeomin adverse event was reported under (B)(4).